Event description:
The lay user/patient contacted lifescan alleging that the product was having the following power related issue: the meter would not turn on, which was unresolved with troubleshooting. The reporter did not have the product with him during the call; hence, troubleshooting could not be performed nor serial number obtained. There were no allegations of harm or injury.